Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer went swimming. Customer's blood glucose level was 70 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with critical pump alarm and unable to download due to moisture damage on the electronic assembly. We were unable to perform the self test, displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, cracked case behind the pump at the corner of the belt clip rails, pillowing keypad overlay, and minor scratched lcd window.